Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#(B)(4). The customer returned one catheterization device for analysis. No signs of use were observed on the sample. Visual examination didn't reveal any kinks along the guide wire body. No other defects or anomalies were observed on the sample. The total length of the swg measured 4.625" which is within specifications of 4.4375-4.6875" per swg with handle graphic. The outer diameter of the swg measured 0.390 mm which is within specifications of 0.381-0.404 mm per swg graphic. The inner diameter of the needle cannula measured 0.0170" which is within specifications of 0.0165-0.0180" per cannula graphic. Functional testing was performed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using spring-wire guide handle". During functional testing , the guide wire was able to advance through the needle cannula with little to no difficulty. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire/needle resistance could not be confirmed through complaint investigation of the returned sample. Visual examination revealed no observable kinking/bending on the guidewire. The sample passed all dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and findings of the complaint investigation, no problem was found on the device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.